Event description:
A device report from synthes (B)(4) indicated a hospital in (B)(6) reported problems during a multiloc construct removal. During the hardware removal, it was hard to get the implants due to bone coverage, large defects caused by the huge screw heads. Reconstruction of bone damages was needed. This is 8 of 9 reports for the same event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.